Event description:
Ous MDR - boston scientific received information that the patient attended a routine follow up. A real time electrocardiogram showed oversensing of noise on this right atrial lead with low out of range pacing impedance measurements in the bipolar configuration and within range impedance measurements in the unipolar configuration. There was pocket stimulation noted when the device outputs were programmed to above 3 volts. Insulation damage was suspected. The patient was asymptomatic. The physician elected to leave the atrial lead programmed in bipolar configuration and re-check the patient at a later date. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.